Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code and lot number. The actual sample was not returned to the (B)(4) factory for evaluation. Since the actual sample was not returned to (B)(4) factory, the investigation of it was unable to be performed. Since the product code and lot number of actual products were unknown, the record of it could not be reviewed. IFU states: "if any resistance is felt or it the tip's behavior and/or location seems in proper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." In this case, the investigation could not be performed because the actual product was not returned, and the record of it could not be reviewed because the product code and lot number were unknown. It was inferred that the outer layer peeled off due to some external force applied during the procedure. However, since the investigation and record review could not be performed, and the details of procedure were unknown, the cause of occurrence could not be identified. However, in the (B)(4) factory, 100% visual inspection is performed before the packaging process to assure that there is no anomaly including the peeling of outer layer. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 9681834-2021-00193 (B)(4).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "hydrophilic coating separated from two separate glidewire advantages during a procedure. The coating remains intact on the glidewire advantage. The patient had a history of coronary heart disease." Additional information was received on 18oct2021. Specific product code: the issue occurred while the procedure was taking place for the patient. The procedure was continued and there was no surgical intervention was required. The staff reported that the coating remained intact on one glidewire and detached on the second one. There was no report of retained foreign body. The patient condition was stable. The bilateral multilevel was heavily calcified and peripheral artery disease (pad) was reported. The procedure was successful. A maude database search conducted on 25oct2021 found a maude report number (B)(4). The event description states: "hydrophilic coating separated from two separate glidewire advantages during a procedure."